Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had a whole line of shopping carts plow into their back side and they were left with a hematoma. The entire system 'went to pot', so they removed it and put in a new one. They noted this issue occurred 6-8 months prior.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.